Event description:
It was reported that stent damage occurred. The 32 x 3.50 promus premier drug eluting stent was selected for use. During the procedure, as the device was being removed, the stent became lifted. No patient complications were reported.

Manufacturer narrative:
The promus premier ous mr 32 x 3.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were misaligned. The undamaged stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 32 x 3.50 promus premier drug eluting stent was selected for use. During the procedure, as the device was being removed, the stent became lifted. No patient complications were reported.